Manufacturer narrative:
Continuation of d10: product ID cd9000, serial# (B)(6), product type: multiple therapy. Product ID: wr9220, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the recharger can't connect to the dock station, just showing flashing lights and it was not possible to turn it on/off. The recharger was connected several times, but it was not possible to turn the recharger on. The patient was given a new recharger system. The issue was resolved.